Event description:
The customer reported to olympus, that the colonovideoscope had an angulation issue. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following was found: contamination was identified in the air/water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the adhesive on the distal end was lifting, the optical cover glass had a scratch, there were marks on the image, the illumination was uneven, the up/down angle play and left/right angle play had play evident, and the up/down angle and left/right angle were not up to specification. Additionally, the following were worn: the adhesive on the light cover glasses, the adhesive on the optical cover glass, and the switch condition. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Remnants of white crystallized contamination believed to be a simethicone type product were evident within the air and water channels. The customer was not willing to provide any information for the reprocessing practice to olympus. Based on the results of the investigation, the foreign material was likely not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. However, a definitive root cause could not be established. The event can be prevented by handling the device in accordance with the following section of the instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.